Event description:
The nurse mgr reported that when attempting to break away the t peel introducer, the white sheath portion splintered and left min pieces on the catheter itself. The nurse had to pick the pieces of the introducer sheath off of the catheter.